Manufacturer narrative:
Evaluation: review complaint database and no other complaints for "touch screen freeze" were found. Supplier performed simulated test and found this to be very rare. Complaint inconclusive - reason being actual product has not been returned for evaluation. Corrective action: failure investigation (B)(4) has been initiated to investigate if there is a contribution to the event by the user. If the sample is returned, bep and the supplier will evaluate to determine the root cause and any corrective actions if necessary.

Event description:
It has been reported to us that a vt study on a patient had induced vt using a s4 extra stimuli. The mpts then froze on them. The touch screen was unresponsive and the keyboard was locked up. The EKG on the screen was also frozen. They were unable to attempt burst pacing and as a result the patient had to be shocked out of vt. The only thing that had an effect was powering off the bona light and powering it back on. After the entire unit was functioning normally again. The patient is fine and the sample has not been returned for our analysis.